Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure t2 did not deploy. The first implant was used. A backup device was utilized to complete the procedure. No patient impact was noted.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent on two planes. No ts or suture were returned. The device was functionally tested for proper actuator advancement and cycling and would not function as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).